Event description:
According to the reporter: there was poor staple formation, no mention of blood loss. It locked up at the initial handle squeeze. The operation time took 10 mins more. Another device was applied and extra tissue was resected.